Manufacturer narrative:
Additional information: hamilton medical ag`s comes to the following conclusion: logfile shows that a¿ panel connection loss¿ alarm was triggered on (B)(6) 2025 at 23:36 (eventlog entry 3123). The alarm was cleared approx. One minute later (eventlog entry 3089), and ventilation continued. No ambient mode was activated, no ventilator replacement occurred, and no medical intervention was required, no black display were reported. No technical fault (tf) alarms were present in the logfiles¿only the panel connection loss alarm (that means: it is not related to a tf or te, it is just a panel connection lost message shown on the display, with no interruption of the ventilation of the device itself, meaning that the device is still ventilating. The reboot happens for less than a second a reboot and re-connect itself.) Was recorded. Ventilation continued until (B)(6) 2025 at 12:03:39, when the device was switched off (means: the therapy was finished on this day/date. The partner engineer replaced the ip esm board based on the communication failure observed between the ip and the vu. Service software tests (as per service maintenance protocol) were conducted following the replacement, and all tests passed successfully. The device was returned to clinical use. The corrective action (ip esm replacement) addressed the suspected root cause, and the issue has not reoccurred since. Corrected and added information: section h6 the imdrf codes were upated.

Manufacturer narrative:
Hamilton medical ag`s comes to the following conclusion: investigation is ongoing.

Event description:
Hamilton medical ag received the following description based on the current information of the complaint (summary of the reporter): "panel reboot, ventilation continues, since the reboot on may 11, it has not occurred again." The investigation to verify the allegation is still in progress. No clinical signs, symptoms or conditions and no health consequences or impact, were reported.